Event description:
Customer reported that during a preventative maintenance check, the unit does not alarm power failure when ac power is removed and the battery is dead. The customer reported there was no patient involvement.